Event description:
A customer reported a malfunction with their pump, as the screen was dark and would not turn on. Blood glucose level at the time was reported as 14.5 mmol/l. Technical support advised the customer to try several troubleshooting steps, but the pump did not respond, leading to the decision to replace it. The customer will use manual daily injections while awaiting the replacement pump.